Event description:
It was reported that upon interrogation the high capture threshold and high impedance were noted. The lead was capped and replaced. The patient's condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.